Event description:
A report was received that the patient had difficulty charging the ipg and difficulty establishing communication between the ipg and remote control. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient had difficulty charging the ipg and difficulty establishing communication between the ipg and remote control. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement per physician's preference. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.